Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that he forgets to take his bolus after eating. Customer declined to troubleshoot for high blood glucose levels. Customer states that he does not remember what his high blood glucose level was. It may have been 400mg/dl he has been up to 550mg/dl one time. Product was not returned for analysis.